Event description:
It was reported that the patient underwent a gynecological l procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a total vaginal hysterectomy

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse, rectocele and cystocele. It was reported that following insertion the patient experienced chronic pain, overactive bladder, painful sexual intercourse, burning sensation in abdominal area, mesh erosion and unable to stand for long periods of time. Revisions performed on (B)(6) 2009 and on (B)(6) 2011 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, vaginitis and vulvar leisions.

Manufacturer narrative:
(B)(4): it was reported that due to pain, dyspareunia, overactive bladder with mesh erosion, patient underwent mesh revision/removal on (B)(6) 2009 and (B)(6) 2011.(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.